Event description:
The pump was returned for investigation. Investigation revealed a dim display screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the pump was powered on and the display screen was found to be dim. A test screen was installed and displayed normally. Unrelated to the display issue, the keypad cover was torn and contamination was found under all contacts. Additionally, evaluation revealed a cracked battery compartment. (B)(6).